Manufacturer narrative:
Emails correspondence to consumer: 09/03/2008. Hi (B) (6), thank you for speaking with me on the phone about your experience with instead. Please read the information below regarding the diagnosis of tss. I completely understand your reluctance to release medical records. If you have any further comments about your experience or find out any new information regarding your illness, please let us know. I have copied our medical director, (B) (6). Please feel free to respond with any questions or comments. Again, I am very sorry for your experience and I appreciate your cooperation in this matter. No response received. 09/18/2008. Hi (B) (6), I wanted to follow up with you again about your tss diagnosis. When we last spoke you were awaiting blood test results after a second trip to the ER. Did these blood tests confirm your original diagnosis of tss? We are required by FDA law to report these types of complaints associated with our product to the FDA. In order to comply with FDA regulations, we need a copy of the medical records which show your physician diagnosis of tss. If tss was in fact the diagnosis, and it was at all associated with cup use, we need to report this to the FDA. No response received.

Event description:
Customer wore the instead softcup for the first time on (B) (6) for 8 hrs. The next day, she wore it for 3 hours. She had a sudden case of diarrhea and felt sweaty and feverish with all over body aches. She slept 3 hours, but still felt uncomfortable. On sunday, she felt disoriented and forgetful, hazy and druggy. She went to her physician and was diagnosed with tss and was instructed not to use the cup again.